Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer primed the tubing to address the issue. Customer experienced an elevated blood glucose (bg) level was (270 mg/dl). A correction bolus was delivered to treat the bg.